Manufacturer narrative:
Initial and final MDR 1921696 - MDR 3003442380-2024-15788 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced 3 infusion set cannula kinked event on 13-jun-2024 after 3 hours of insertion (first one was 48-72hrs, other two were immediately after insertion). Insertion site was upper, thigh/high. Infusion set has been used for 48-72hours, changed 5-10min on the next 2. Customer regularly rotate site location. The glucose level was 16-18mmol/l. Furthermore, customer confirmed the introducer needle was ahead of the cannula prior to insertion. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.